Event description:
B braun ultrasite IV set for outlook safety infusion system has a defect in the tubing. There is a piece of solid plastic blocking the tubing. The defect was observed before use of the product was attempted.